Event description:
It was reported by service report that the patient head left outer siderail panel was cracked with sharp edges, and the power cord resistance was too high. It is unknown if there was patient involvement or adverse consequences to report.

Manufacturer narrative:
Result - cracked patient head left outer siderail panel with sharp edges. Faulty power cord.